Event description:
Pt in cardiac arrest. CPR protocol initiated and defib attempts per regional protocol. Per physiocontrol 1st defib 200j, 2nd 300j, 3rd and subsequent 360j. At 7th shock series audible alert "low battery". Both batteries changed and without interruption in patient care. Pt remained refractory refib and subsequent defibs at 360j delivered. On #13th shock monitor only charged to "7j" and turned off. AED applied and total of 2 defibs delivered per protocol and then "no shock advised status." Occurred (B)(6) 2013. Report varience to (B)(6) (B)(6)2013 and device taken out of service. Attempted to notify (B)(6) and left message (B)(6) 2013. Return call for (B)(6) (B)(6) 2013 and instructed in process. Cny regional office notified and instructions received. Difficulty locating reporting form and cny office assisted. Manufacturer contacted (B)(6) 2013 and site visit performed (B)(4)2013. (B)(4).